Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced for an unknown reason. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the reason for the revision, the device information, or patient outcome. Additional information was received that indicated the ipg was explanted due to the battery had reached the end of life and the patient experienced a worsening of tremor symptoms. The correct implant and explant date was provided. The explanted devices were retained by the hospital and were not returned. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: date of event - approximated based on the date that the manufacturer became aware - exact event date unknown.

Manufacturer narrative:
Block b3: date of event - approximated based on the date that the manufacturer became aware - exact event date unknown.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced for an unknown reason. Despite multiple good faith efforts, boston scientific has been unable to obtain additional information regarding the reason for the revision, the device information, or patient outcome.